Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ protector p21j leaked at the connector. It was also reported that the connection was not properly engaged no serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that bd phaseal protector p21j leaked at the connector. It was also reported that the connection was not properly engaged no serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer team. Upon inspection and testing of the sample, the reported defect of leakage was confirmed. The needle housing was damaged, therefore, the protector did not properly puncture the vial. The cap of the vial was also observed damaged. As a lot number was unavailable for this incident, a production history review could not be completed and additional retained samples could not be investigated. It was determined that the product damage and the resulting leakage occurred due to incorrect usage of the device. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and guarantee proper connection. Investigation conclusion: according to jfrl report, the leak was confirmed. The protector didn¿t punctured properly the vial. The cap of the vial was damaged. The needle housing is damaged as well. It seems that the leak took place due to a bad use of the device. M12 assembly fixture makes easier the connection and guarantee the vertically connection of the protector to the vial.

Event description:
It was reported that bd phaseal¿ protector p21j leaked at the connector. It was also reported that the connection was not properly engaged no serious injury or medical intervention was reported.